Event description:
It was reported that the patient with this pacemaker system underwent a non-conditional magnetic resonance imaging (MRI) procedure due to this system having a non-boston scientific lead implanted. Technical services (ts) confirmed most recent lead measurement were within normal limits. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was put through and failed the magnet portion of the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The magnet detection was tested manually and it was found to be successful.

Event description:
It was reported that the patient with this pacemaker system underwent a non conditional magnetic resonance imaging (MRI) procedure due to this system having a non boston scientific lead implanted. Technical services (ts) confirmed most recent lead measurement were within normal limits. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted. No additional adverse patient effects were reported.